Event description:
No report of malfunction, serious injury, or reason for removal provided. Failure analysis indicates "j" retention wire fracture with protrusion through the outer polyurethane insulation.